Event description:
Based on additional follow-up, the dislodgement has been confirmed with diagnostic imaging. The lead was repositioned to resolve the event.

Event description:
During a remote follow-up, varying capture threshold and far-field r-wave resulting in inappropriate mode switch were observed on the right atrial (ra) lead. A lead dislodgement was suspected but was not confirmed. The rv lead will be evaluated at a future follow-up. The patient was stable and will continue to be monitored.